Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2259756 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. An image was returned showing a flexor break at the clear section. It was clarified by the customer that this image related to (B)(4). The device related to this occurrence underwent a laboratory evaluation on the 15th october 2025. The returned device lab examination findings and observations can be referred through attached photos . On evaluation of the device, the following was observed: visual inspection: protective tubing returned separately. Safety wire not returned. Red marker past 5th dimple. Flexor broken at the clear section and stent partially exposed at break. Functional inspection: handle actuating for deployment and recapture however unable to deploy stent. Polyimide separated while actuating the handle for deployment. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review. Images was returned for evaluation. It was clarified by the customer post image review that one of the fluoroscopic images relate to (B)(4). Physician¿s imaging review: 1. Two fluoroscopic images from the ercp demonstrate severe intra/extra-hepatic biliary dilation with debris seen in the common bile duct. 2. There are no images demonstrating the evolution biliary stent in place. Root cause analysis: definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy/a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to a break in the clear section of flexor, subsequently the stent could not be deployed. As a result of the break, retraction may have been difficult, the force during withdrawal of the device from the body may have caused the introducer to come apart, as observed in the lab evaluation. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, during deployment of the evo-fc-10-11-6-b stent, the release system became jammed. A second evolution stent was successfully deployed during the same procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental correction report is being submitted after the investigation was completed on 28-nov-2025 to update the imdrf codes.

Event description:
Prosthesis disfunction during implantation, double attempt, both same. Implantation of other prothesis. What endoscope type and channel size was used? 3, 7. What was the position of the elevator? N/a, open, closed open. Details of the wire guide used (diameter, type, make)? Boston scientific jag wire. Please advise the anatomical location of the intended target site. Duodenum -second part. Did the patient require any additional procedures as a result of this event? N/a, yes, what intervention (if any) was required? New stent insertion. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: same day is the device available for return? Yes. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.). Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No. Are the images of the procedure available? Yes. Was the stricture dilated prior to stent placement? No. Was resistance felt while advancing the device to target location? No. Additional information received 07 oct 2025: patient with a tumor of the pancreatic head. Procedure goal: replacement of a plastic stent with a metal stent. The procedure was performed using a duodenoscope olympus tjf-q190v. An awg ii guidewire (cook) was used. The endoscope was positioned in the standard manner. There was no need to force the stricture. During stent deployment, the release system became jammed. A second evolution stent was successfully deployed during the same procedure the hospitalization was uneventful.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.